Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced fluid leak discovered during step 5 of setup. Fluid was located under the cycler. Fluid was not discovered in the pump module area nor on the external of the cassette. Patient was advised to re-setup with all new supplies. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. Upon follow up, the patient confirmed the reported event, stating they noticed fluid on the cycler cart during step 5 of setup. Fluid was not discovered in the pump module area nor on the external of the cassette and stated it was unknown how the fluid leak may have occurred. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bag during setup. The patient stated the set up was checked before and after the last treatment and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door as the cassette area remained dry. The patient reported that each day the cassette was checked and was dry. The patient confirmed no fluid leak occurred from the top of the heater tray. Additionally, the patient confirmed the heater bags and connections never leaked during the reported event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue after re-setting up supplies. The patient stated they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Upon re-evaluation of the information available in the current file, it was determined that the fluid leak event reported in MFR did not occur during patient treatment and is not a reportable event. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced fluid leak discovered during step 5 of setup. Fluid was located under the cycler. Fluid was not discovered in the pump module area nor on the external of the cassette. Patient was advised to re-setup with all new supplies. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. Upon follow up, the patient confirmed the reported event, stating they noticed fluid on the cycler cart during step 5 of setup. Fluid was not discovered in the pump module area nor on the external of the cassette and stated it was unknown how the fluid leak may have occurred. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bag during setup. The patient stated the set up was checked before and after the last treatment and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door as the cassette area remained dry. The patient reported that each day the cassette was checked and was dry. The patient confirmed no fluid leak occurred from the top of the heater tray. Additionally, the patient confirmed the heater bags and connections never leaked during the reported event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue after re-setting up supplies. The patient stated they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event.

Event description:
A peritoneal dialysis (pd) patient reported via phone that the patient¿s liberty cycler experienced fluid leak discovered during step 5 of setup. Fluid was located under the cycler. Fluid was not discovered in the pump module area nor on the external of the cassette. Patient was advised to re-setup with all new supplies. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. Upon follow up, the patient confirmed the reported event, stating they noticed fluid on the cycler cart during step 5 of setup. Fluid was not discovered in the pump module area nor on the external of the cassette and stated it was unknown how the fluid leak may have occurred. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bag during setup. The patient stated the set up was checked before and after the last treatment and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door as the cassette area remained dry. The patient reported that each day the cassette was checked and was dry. The patient confirmed no fluid leak occurred from the top of the heater tray. Additionally, the patient confirmed the heater bags and connections never leaked during the reported event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue after re-setting up supplies. The patient stated they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Upon re-evaluation of the information available in the current file, it was determined that the fluid leak event reported in MFR 8030665-2022-01095 did not occur during patient treatment and is not a reportable event. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2022-01095.